Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: balloon rupture. It was reported that during a ptca procedure, it was intended to implant a 12 mm length stent. A voyager balloon catheter was introduced and pre-dilatation was performed at different atms. During the fourth inflation at 14 atm, the balloon burst. The angiography image showed that the vessel seemed to be dissected. Therefore, balloon was withdrawn. Another company's 20 mm length drug-eluded stent was implanted successfully and the dissection was covered. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including patient information and patient status, from the hospital, field contact or distributor. Quality assurance analysis revealed that the catheter was returned with blood and contrast visible in the inflation lumen and the balloon. The balloon had loose folds. The used inflation device was not returned. Using a new indeflator, an attempt was made to pressurize the catheter when fluid leaked from a pinhole in the middle of the balloon, 3 mm distal to the proximal marker band. There was a scratch on the balloon near the pinhole. No other damage to the device was noted. Product performance engineering reviewed the incident information and analysis of the returned device. Results from quality assurance analysis revealed a pinhole within the middle section of the balloon. The only damage noted was a scratch in the balloon material, near the pinhole. Damage of this type can result from an interaction with patient anatomy and/or interaction with accessories (rotating hemostatic valve (rhv), guiding catheter). The used accessories in the case were not returned for analysis, which would have aided in the investigation. Therefore, based on the available information, the damage to the balloon most likely occurred during the advancement of the catheter over the guide wire, as no damage was noted during the inspection prior to use and the system was able to prep prior to being loaded onto the guide wire. The most probable root cause of the reported difficulties experienced during the procedure appear to be related to the context of the device. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part number / lot number combination. Dissection, as listed in the instructions for use, is a known adverse event associated with the coronary dilatation procedure, and is considered to be foreseeable and clinically acceptable in view of patient benefit. There does not appear to be any indications of a coronary dilatation catheter quality problem. The reported difficulties appear to be related to the operational context of the device. Product performance engineering will trend and monitor the incident circumstances. All catheters are 100% visually inspected for balloon damage and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) integrity. This MDR is considered closed by the product performance group.